Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an erbd (endoscopic retrograde biliary drainage) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to deploy the stent, the inner (guide) catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece with the assistance of a snare. Additionally, it was reported that the outer (push) catheter was accordioned. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used during an erbd (endoscopic retrograde biliary drainage) procedure performed on (B)(6) 2012. According to the complainant, during the procedure, while attempting to deploy the stent, the inner (guide) catheter stretched and broke. The broken guide catheter remained within the push catheter enabling the delivery system to be removed in one piece with the assistance of a snare. Additionally it was reported that the outer (push) catheter was accordioned. The procedure was completed with another type of device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired (B)(4): catheter break. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual examination of the returned device found the push catheter buckled at the proximal hub and the suture hole is torn. The guide catheter was broken into multiple pieces, with the distal end is severely stretched. The stent and suture were still present on the catheter. The suture was broken. The middle section of the catheter was severely stretched, buckled, and stuck on the guidewire. The proximal end of the guide catheter with the hub was not returned. A functional evaluation for stent deployment could not be performed as the overall device integrity was not intact. The stretched / broken guide catheter indicated that force was exerted by the customer during deployment of stent / retraction of the guide catheter assembly. Therefore, the most probable root cause is operational context as excessive force may have been applied to the device due to anatomical or procedural factors limiting the device performance.